Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found no defects on the pad. The reported condition was confirmed. The investigation found the gel cover to have been removed and the device was received in open packaging. The polyhesive gel covering the electrode surface was dry to the touch. The pad was assembled correctly. Continuity was checked with satisfactory results. The pad failed erit testing, and during impedance testing the rem alarm sounded. This is a designed safety feature that would occur if the gel had dried out, it therefore functioned as intended. The rem feature of the return electrode operates by measuring the electrical impedance at the return site. Should this impedance vary beyond an established level, the return electrode monitor (rem) alarm will sound and the generator will shut down. Moisture loss occurs as soon as the pad is removed from the pouch. The investigation cannot determine if the pad was dry when the customer applied it to the patient during the procedure. The investigation could not determine the root cause of the customer's report. Refer to the instructions for use (IFU) for recommendations on pad application and placement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the return electrode monitor (rem) pad would not work. Green rem light would be visible on the electrosurgical unit but the devices would not show any clinical effect. Nurse replaced the pad with another similar pad and everything worked fine. There was no patient injury.